Event description:
While troubleshooting an issue related to a leadcare analyzer display, the customer reported to technical services (ts) that one (1) patient blood lead test result showed "high" (>65 g/dl) on the leadcare ii system. The patient was retested twice, and both subsequent results were "low" (<3.3 g/dl). The patient was not sent for venous blood confirmatory testing. The customer reported using an edta microtainer for capillary blood collection; the brand of the microtainer could not be identified. Additionally, the customer stated that prior to performing the capillary blood collection, the puncture site was cleaned only with alcohol, and handwashing with soap was omitted. This procedure deviates from cdc-recommended guidelines referenced in the leadcare ii product insert. Ts provided the customer with information from the FDA safety communication regarding the use of microtainers for capillary blood lead collection, as well as relevant cdc guidelines.